Event description:
It was reported that a cot tipped with a pt onboard. The pt allegedly sustained a laceration and complained of shoulder pain.

Manufacturer narrative:
Customer stated it was likely user error when the operator failed to release the red handle. Per the operations manual the red handle collapses the legs. The operator is to let go of the red handle if they wish to lock the legs of the cot.